Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient was getting 0 coupling boxes since implant. Patient reported that they charged on bare skin, repositioned antenna dial all 4 positions and used the recharging belt. The al feature was reviewed and attempted. A recharge session was also attempted and did not resolve the issue. It was reported that a poor coupling screen was seen. Caller was redirected to healthcare provider to have device charged. No symptoms reported; no further complications were reported or anticipated.